Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue occurred again and acknowledged the instructions.